Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence shortly after device activation which was 5 weeks after device implantation. There was fluid loss from the system which was seen on x-ray. At the time of surgery, there was no fluid left in the system, and the surgeon was unable to locate the leaking component or any other component malfunction. The patient was doing well post-surgery and he had no urinary leakage after device activation.